Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a loss of capture, a high capture threshold, and an issue with pacing and sensing. Also, this rv lead exhibited a low in range pacing impedance measurement of 438 ohms. This was discovered during a device replacement procedure. The field representative suspected a lead dislodgment occurred during the replacement. This rv lead was deactivated and replaced. No adverse patient effects were reported.